Manufacturer narrative:
H6: investigation findings and investigation conclusion codes.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. Non-gore bare metal stents (luminexx) were implanted to reline bilateral legs. The patient tolerated the procedure. On (B)(6) 2021, it was reported that bilateral common iliac became aneurysmal in the treated area. Endoleaks were noted bilaterally. The bilateral internal iliac arteries were embolized, and additional stent grafts were deployed to extend the device to bilateral external iliac artery. The patient tolerated the procedure. (This was reported on MFR report # 2017233-2021-02392) on (B)(6) 2021, a type iii disconnect endoleaks between the trunk-ipsilateral leg endoprosthesis and contralateral leg endoprostheses was discovered by postoperative computer tomography image. On (B)(6) 2021, the patient underwent reintervention. Bilateral limbs were relined with additional stent grafts. The type iii endoleaks were resolved. During the procedure, a slight type ii endoleak was observed, and the endoleak will be monitored. The patient tolerated the procedure. The physician stated as follows; the bms (luminex 14mm-60mm) on both sides that implanted in initial procedure had been deployed from a higher position than expected. The physician speculated that the endoleak occurred because the proximal portion of the contralateral leg endoprostheses implanted august 19 did not achieve sufficient overlap seal with the luminex devices.